Event description:
Consumer reported use of the product and within 4 hours her eyes began to burn, water, swell and have redness; os greater than od. While at home, she flushed her eyes out with saline. She went to the emergency room and was diagnosed with corneal burns, treated with a saline flush and prescribed neopolymyxin dexameth and visine. Consumer continues to follow-up with her hcp and reports, she has blurry and diminished vision os. Consumer provided receipts (dated 04/23/07) for the following medications: diphenhydramine, visine-a, neo/polymyxin/dexameth drofal,hydrocodone/apap. No other medical documentation has been provided.

Manufacturer narrative:
No device was returned for evaluation. No medical documentation has been provided. Based on available information, no conclusion can be drawn.

Event description:
Consumer reported use of the product and within 4 hours her eyes began to burn, water, swell and have redness; os greater than od. While at home, she flushed her eyes out with saline. She went to the emergency room and was diagnosed with corneal burns, treated with a saline flush and prescribed neopolymyxin dexameth and visine. Consumer continues to follow-up with her hcp and reports she has blurry and diminished vision os. Consumer provided receipts (dated 04/23/07) for the following medications: diphenhydramine, visine-a, neo/polymyxin/ dexameth drofal, hydrocodone/apap. No other medical documentation has been provided.